Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2020 - lead was explanted due to fracture. No adverse patient events were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2020 - lead was explanted due to fracture. No adverse patient events were reported. Upon receipt, the lead under complaint was found cut approx. 13cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually analyzed. The analysis revealed a deformed conductor coil in the proximal area next to the is-1 connector pin, which most likely occurred during the extraction procedure. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was partially capped due to impedance issues during a device changeout. The pacing impedance before the device changeout was approximately 1300 ohms. When the rv lead was connected to the new ICD, the pacing impedance dropped below 200 ohms. The physician wanted to replace the lead entirely, however the patients vein was occluded. The physician decided to cap the shocking portion of the rv lead, but the pace/sense portion remains actively implanted. No adverse patient events were reported, should additional information become available this file will be updated.